Event description:
There was a complaint of a questionable creatinine result for one patient tested with a cobas 8000 c702 module. It is unknown if the questionable result was reported outside the laboratory. The customer complained of questionable results for multiple assays and provided 1 patient example of a questionable creatinine result: the patient¿s initial result was 633 umol/l; the repeat was 64 umol/l. The lot number and expiration date of the creatinine used were requested, but not provided.

Manufacturer narrative:
The field service engineer (fse) discovered a leaky cell rinse nozzle. The fse replaced all cell rinse tubes, readjusted cell rinse levels, and confirmed the assay and the module were running within speculations. The service actions resolved the issue. The customer confirmed the issue was resolved.